Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory. Other relevant device(s) are: product ID: 37092. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they saw the poor communication screen on their patient programmer when they tried to sync with their implant. The agent did not ask about the circumstances that led to the reported issue. Before calling patient services, the patient said they used their other patient programmer (same model), which was able to sync with their implant without issue. During the call, the patient confirmed that they used an antenna with the patient programmer that they were having issues with. The patient had not tried syncing without the antenna, so the agent had them try that. The patient confirmed the programmer synced successfully without the antenna. The patient then asked why their other programmer worked when they connected the same antenna to it. The agent reviewed the information and offered to replace the antenna. The issue was not resolved. An email was sent to the repair department to replace the patient programmer antenna. No symptoms were reported.